Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: flat creases, one curved opening on the plug strap, yellow/white particles in the device's inner surface and total delamination of the valve. A leak test was performed, which identified delamination. A microscopic analysis was performed which identified: total delamination of the valve, total delamination of the plug strap disk shell and one curved striated opening. Based on the device analysis the final assessment is: total delamination of the valve due to adhesive failure, total delamination of the plug strap disk shell due to adhesive failure, and one curved striated opening assessed as surgical damage.

Event description:
Healthcare professional reported a left side deflation. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported a left side deflation. Device has been explanted.